Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. Upon further review, it was noted the impedances have spiked to out of range values nine times in the last three months. Boston scientific technical services reviewed the trend and indicated the range that the alert triggers at could be increased and the patient could be monitored. The physician did so and the patient will be seen at a three month follow-up. The rv lead remains in service. No adverse patient effects were reported.